Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Part number: 03.632.123, synthes lot number: 7474959: release to warehouse date: january 14, 2014. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned devices were examined and the complaint conditions were able to be confirmed as two threaded tips were found to be peeling but intact and the third was found to be broken and missing the distal-most thread (approximately 1mm tall and 6.5mm in diameter) threaded tip. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection it was found the holding sleeve was cracked. There was no case or patient involved. This is report 1 of 1 for (B)(4).